Event description:
From physician; today I had a very challenging cto where I crossed with gaia third over corsair pro. It was a very calcified lesion (patient on dialysis). The mc would not cross an area at the mid-to-distal rca. No balloon worked either. I went for laser, that didn't work either. At some point, I noticed that the wire developed a "knot" (result of decoiling) in the very spot where the mc could not cross. It took a lot of work but eventually I was able to pull it out. I had to do rota, several balloons exploded, I implanted 3 des, at the end it was a very good result, and the patient suffered no complications.